Event description:
Information obtained identifies the reported phenomenon occurred while checking the video before a transurethral resection (tur) procedure. After a 5 minute delay, the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial medwatch; information identified within b3 and b5 was inadvertently left off the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. There is a possibility that the image function did not function normally due to the failure of the cable unit, and the phenomenon pointed out [the image does not show] occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the cable was flooded and buckling. The contact was corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had no image. There were no reports of patient harm.